Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bv"), headache ("headaches"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), constipation ("constipation"), adenomyosis ("adenomyosis") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with wound care (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, headache, vaginal infection, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, constipation, adenomyosis, alopecia and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, alopecia, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased soon thereafter essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number: 808913, manufacture date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 808913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bv"), headache ("headaches"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), constipation ("constipation"), adenomyosis ("adenomyosis") and alopecia ("hair loss"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vulvovaginal pain ("vaginal pain"). The patient was treated with wound care (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bacterial vaginosis, headache, vaginal infection, urinary tract infection, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, constipation, adenomyosis, alopecia and vulvovaginal pain outcome was unknown. The reporter considered adenomyosis, alopecia, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms were decreased soon thereafter essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Essure lot number and explant date added. Product indication updated. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- abnormal bleeding (general), bv, headaches, vaginal infection, urinary tract infection, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision problems, eye problems, fatigue, constipation, adenomyosis, hair loss, abnormal bleeding (vaginal), menorrhagia and vaginal pain were added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.